Manufacturer narrative:
The pump was unable to prime during the prime test and gave a motor error alarm during the basic occlusion test due to a faulty force sensor. The motor passed the motor test. Unable to verify the no delivery alarm due to the motor error alarm during the basic occlusion test. The pump also had minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed no delivery many times in the last three weeks. The insulin pump also alarmed motor error. The motor error alarms were recurring. The customer experienced high blood glucose levels. Customer's blood glucose level was 5.9 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.